Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009 and mesh were respectively implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent abdominosacrocolpopexy, enterocele repair, and extensive lysis of adhesions, posterior repair, perineoplasty and cystoscopy due to vaginal vault prolapse, rectocele, enterocele and pelvic adhesions. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems and dyspareunia. It was reported that the patient underwent mesh removal/repair and enterocele repair on (B)(6) 2008 for extruded vaginal mesh and pelvic organ prolapse.

Manufacturer narrative:
.